Manufacturer narrative:
Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. Reportedly, the surgeon is, "considering prk touch up for the residual cyl since there is no sphere to correct." And rotating the lens. To the best of our knowledge, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).